Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the lower extremity arterial disease procedure. During the first inflation, however, the balloon ruptured at 8 atmospheres after 5 seconds inflation time. The balloon was able to be removed using the normal method, and it was replaced with a new ranger balloon to complete the procedure. There were no complications reported, and the patient was in good condition after the procedure.